Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the autotome rx 49 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 49 was analyzed, and a visual evaluation noted that the cutting wire was detached but the wire anchor was still within the catheter. The device was observed under magnification and there was no damage to the proximal pierce hole. A functional evaluation was not performed due to the device condition (cutting wire detached.) Destructive and material analyses were performed by tearing the device and removing the internal parts. When the distal tip components of the device were inspected under x-ray, there was evidence of a lack of welding between the cutting wire and the anchor. No other problems with the device were noted. The reported event of cutting wire broken was not confirmed. The product analysis revealed that the cutting wire was detached form the notch. The distal tip components were inspected under x-ray, and the images revealed evidence of lack of welding between the cutting wire and the anchor. This determined that the problem was probably due to manufacturing deficiency. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h2 additional information: section e has been updated based on additional information received october 9, 2021. Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6).

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the autotome rx 49 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.